Event description:
It was reported on 03/17/2023 by a sales representative via email that an ar-8916vnr-03 radial plate had head of vnc screw pull through the plate. Ar-8916vnc-20 as the screw item number. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.